Event description:
During routine catheter removal, it was noted that the catheter appeared to be broken proximally by the cuff. The catheter was not fully transected, but was broken. Pt with sepsis and presumed meningitis, who had placement for IV antibiotics. No injury. No further info.